Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material on the groove or gap of the distal end. Upon further inspection, it was observed that there was a gap or missing component on the forceps cover. It was also observed that the biopsy channel had a strong leak. It was observed that the distal end of the device had minor scratches. It was also observed that the glue of the bending section cover was cracked. It was observed that the ultrasound image had multiple broken ultrasonic images. It was also observed that switch 1 was cut. It was observed that the control body contained fluid. It was observed that the light guide tube buckled under the boot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had a ¿gross leak¿ of black fluid coming from the distal end. The reported issue occurred during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the distal end of the device had a gap or missing component on the forceps cover, which is also a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. The instructions for use advise the user to inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Per the legal manufacturer, the other device issues identified by service during the device evaluation have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).